Event description:
For almost 15 years rptr has suffered with many illnesses that have been attributed to silicone breast implants. (Silicone poison). In 1970, rptr was involved in an accident which resulted in cosmetic breast implant surgery. At the time her plastic surgeon reassured her that implants were very safe. The first several years she had no adverse effects. Before surgery she was an active healthy mother and homemaker who hiked, biked, raised two children, managed a home and was very active in charity work. In 1980 she began her second career. She also started to experience symptoms. Despite many tests her physician could not diagnose problems. She had chronic stomach problems, colon and abdominal pain, frequent headaches, which progressed to other body pains; chronic neck and shoulder pain, arm and hand pain, which was again unexplained. In 1981 she had a rash on her entire body which never went away and now are brown spots all over her torso, and less on the extremities. Progressively her health became worse as she continued working. By 1986-87, she found herself suffering more severely with chronic fatigue and by 1990 she had to resign from a position which affected her family since she was a major financial contributor. Since that time she had needed to work part time because she is incapable of working more than 3-4 hour a day and only 3-4 days a week. The past several years she has gone to several physicians who have been able to diagnose her condition. Currently she is being treated for the following, with little to no relief: 1) lupus 2) rheumatoid arthritis 3) major depression 4) raynaud's 5) chronic eye problems/ocular hypertension 6) chronic fatigue 7) immune deficiency 8) fibromyalgia. She has no energy, she lives with constant pain, her diagnosis of lupus from a specialist. Swollen joints, neck, arms and hand pain are even more than arthritis. She feels disabled now. Most recently it has come to the public's attention that MFR knew in the 60's and 70' that silicone was dangerous and sometimes deadly through their experimenting with animals, but buried these results at the time. What can be done now so that MFR will realize their responsiblity to the women who are suffeing from silicon poisoning? Her personal health insurance refuses to cover anything relating to her breast implants or problems attributable to them. She has not been able to afford to have her implants removed, because of the high cost. She needs help, and was looking toward the settlement to be able to begin some healing. But what now? She needs some help, and needs to be heard.